Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, additional information was not provided.

Event description:
It was reported that the IV tubing set separated.

Event description:
It was reported from the seidman cancer center that the IV tubing set was separated at the y-site connection upon opening the package. There was no patient involvement